Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced unexpected battery power loss . Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Replace battery now without a low battery warning. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected battery power loss alarm noted during testing. (B)(4).